Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a polarity switch with the device with bipolar impedance lower than unipolar in a pacer dependent patient. The patient c/o a twitching sensation with unipolar pacing. Lead insulation failure/degradation was suspected and a new lead will be discussed with the patient's physician as there is no prediction on the longevity of the lead functioning properly.